Manufacturer narrative:
The reported event of ¿a001helx placed on lead pin to hold torque.¿ was not confirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies. After cleaning the lead and applying torque to the connector pin using the helix locking tool, the helix was able to extend and retract. The full helix extension length was measured within specification. The helix locking tool test was performed and the helix did not retract.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6 section for health impact section. Prolonged surgery should be reported in the previous report instead of additional surgery.